Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high impedance was observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed no anomalies. The physician elected to take no further action and to monitor the patient. No intervention has been performed at this time.  The patient was stable.